Manufacturer narrative:
E4: added "unknown", this was omitted in the initial report in error.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Event description:
The user facility reported a 59yo female with an impella. It was reported that during a purge cassette change, the console (aic) was unable to recognize purge disc insertion. Multiple cassettes were used and unable to clear. There was an aic transfer change which resolved the issue. There was no patient harm reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H11 in the initial report was submitted with incomplete information. The following statement should have been submitted instead. "This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate."